Event description:
It was reported to technical services on (B)(6) 2011, that this lead will be extracted due to an unknown issue. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).